Manufacturer narrative:
(B)(4) - non-surgical medical intervention performed; hospitalized; elevated liver tests. (B)(4) - the reported issue of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary covered endoprostheses was implanted within the common bile duct of a cancer patient, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. According to the complainant, the patient had a non resectable malignant stricture within the common bile duct. Post procedure, on (B)(6) 2011, the patient was admitted to the hospital with jaundice and elevated liver tests. An endoscopic retrograde cholangiopancreatography procedure revealed that the stent was blocked with tumor overgrowth. The physician attributed tumor progression as well as other unknown co morbidities to have also contributed to the patient's jaundice. The patient was hospitalized and observed for four days, in which time a second stent was placed. The jaundice was reported to be resolved, and the patient was discharged in stable condition.